Event description:
It was reported that the insulin pump alarmed an a33 error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip. Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).